Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving three separate products; associated mdrs # 2937457-2014-00376, 1225714-2014-00839, 1225714-2014-00840, 2937457-2014-00377, 1225714-2014-00841 and 1225714-2014-00842.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2013 and subsequently expired on (B)(6) 2013 after the use of the product.